Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported inability to open the clip in anatomy, difficult cds removal through the sgc, or break. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported inability to open the clip in anatomy could not be conclusively determined. A cause for the reported difficult cds removal through the sgc could not be conclusively determined. The reported break appears to be a cascading event of the difficult cds removal through the sgc. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip was unable to open during positioning and steering above the valve. As a result, an attempt was made to retract the clip into steerable guide catheter(sgc). During retraction, the clip was knocked off the mandrel. The clip was removed from anatomy using snare. The clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip was unable to open during positioning and steering above the valve. As a result, an attempt was made to retract the clip into steerable guide catheter (sgc). During retraction, the clip was knocked off the mandrel. The clip was removed from anatomy using snare. The clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay reported.